Event description:
It was reported that the implantable neurostimulator (ins) was implanted in (B)(6) 2012 for neuropathy in both feet. The reporter stated the left side stopped working two days prior to this report and the patient was not feeling stimulation on that side ¿no matter what.¿ the right side was fine. The patient had no reported falls or trauma. It was noted the stimulation on the left side had ¿cut in and out¿ with positional related movement since the date of the implant. It was further noted that it only works if the patient turned up the voltage and leaned back. However, then it was ¿way to high, way overkill.¿ it was noted the patient did like the unit as it alleviated throbbing. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot# n335080, implanted: (B)(6) 2012, product type accessory. (B)(4).